Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient went to plug the controller into the ac power supply last night and the controller would not power up. Patient noted the controller was fully charged but their was an error and the controller shut down. During the call patient service walked patient through removing the battery pack and plugging controller in the wall; patient confirmed controller powered on. Patient put the battery back into the controller and confirmed green light was flashing. Patient service advised patient to charge the controller up and call back if the issue was not resolved. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.